Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked from the connector during a cartridge change while the user was filling the tubing, and the user then completed a full change using new supplies and successfully resumed insulin delivery. Symptoms included no reported blood glucose impact and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting and retraining on the cartridge change and fill procedure. Investigation of this case revealed a suspected connection integrity or assembly issue at the connector-tubing interface that was resolved with replacement supplies and correct setup, with no device malfunction confirmed after the successful change. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique during setup leading to leakage at the connector.